Event description:
The customer reported that they had a leakage at the connection between the connection of the priming waste bag and the tubing of one clinimacs tubing set ls. They observed the leakage during the cell separation run. The customer furthermore pointed out that they could finish the process and that they will test the cells for sterility prior to transplantation. As a consequence the patient was not harmed.